Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a possible infection. The patient's pocket site dehisced due to rubbing on their belt line and poor health developed an infection. Surgical intervention took place wherein the surgeon debrided the pocket site, flushed with vancomycin, explanted and replaced the ipg to a new pocket. The patient was admitted to the hospital to receive a course of antibiotics. Effective stimulation was restored. The manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.